Event description:
The user received questionable results for creatinine, glucose and possibly other test applications on the analytical p module. The number of patient samples involved in the event is unknown. The user only provided results for one patient sample that gave discrepant results for creatinine. The initial creatinine result gave 8.9 mg/dl. The sample was repeated on another p module which yielded a creatinine result of 1.3 mg/dl. The user said no erroneous patient results were reported outside the laboratory. No adverse events have been alleged regarding this event. The reagent lot number for creatinine was not provided. The field service representative determined the cause was a misaligned probe. He aligned the probe and checked the cell rinse mechanisms and replaced tubing due to low dispense. Performance tests were run to verify analyzer performance.